Event description:
We were about to open a sterile drain bulb to the field and when it was opened, it was noticed that there was a hair on the bulb. This was not a patient hair or hair from the operating room, but a hair that was already in the bulb package. We gave the bulb to the specialty manager to follow-up on this and got a new sterile bulb. Bulb given to risk management.